Event description:
The customer reported that no alarms rang at the central station, and that pt was lost or stopped.

Manufacturer narrative:
The info available at this time does not support that there was a malfunction. Since no therapy was provided, when this monitored patient unexpectedly coded, we will consider that monitoring was a factor in the death. Phillips is in the process of obtaining additional info concerning this event, and the complaint is still under investigation. A final report will be sent once the investigation is completed.